Manufacturer narrative:
Additional information was received on aug 30, 2024 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma, bronchitis, headache, sinus, coughing, eye and skin irritation, kidney and kiver diseases. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that ui (users interface) knob broken. The air outlet port had dust-like contamination in it and air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area and on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. During internal and external inspection, the manufacturer observed that flip lid seal and water chamber are missing. Tan and white dust-like contamination, throughout humidifier enclosure. Unknown brown and tan dust-like contamination on and under the heater plate and unknown white dust-like contamination on the dry box seals and in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 11 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed that the source of contamination was external to the device. Sections d9, h2, h3 and h6 has been updated in this report. The manufacturer previously submitted MDR 2518422-2021-06995 with incorrect sections h6. Corrections to previous MDR are made in this report as follows. Section h6- health effect - clinical and impact code were updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma and bronchitis. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.